Manufacturer narrative:
The patient's age, date of birth, gender and weight were not supplied. The access accutni+3 reagent was not returned for evaluation. Service was not dispatched for this event. All assay and system verifications met specifications. The cause of the non-reproducible access accutni+3 result cannot be determined with the available information.

Event description:
The customer reported obtaining non-reproducible elevated troponin I (access accutni+3) results for one (1) patient involving the laboratory's access 2 immunoassay system (serial number (B)(4)). The initial access accutni+3 result recovered above the assay's normal reference range. The patient was redrawn two hours later. The customer analyzed the second patient's sample on the same laboratory's access 2 immunoassay system and obtained a lower result which was within the assay's normal reference range. The initial patient's sample was then reanalyzed three times on the same laboratory's access 2 immunoassay system and recovered with results both within and above the normal reference range of the assay. The initial patient's sample was also analyzed on the customer's alternated access 2 immunoassay system (serial number not supplied) and recovered within the normal reference range of the assay. The access accutni+3 results were released from the laboratory. There was no report of a change to treatment in conjunction with this event. Calibration, quality controls (qc) and system check were performing within assay and instrument specifications. No hardware errors, flags or other assay issues were reported in conjunction with this event. The patient's sample was collected in a becton dickenson lithium heparin gel separator tube. Information on the centrifugation time, temperature and speed was not supplied.